Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine control was detected that the patient has hearing sensation while each channel was stimulated over thr with 0qu. The case was informed to clinical support in hq at first to determined the cause. The patient has good access to sound.

Manufacturer narrative:
Conclusion: the device investigation found that the implant was not working according to specification due to a malfunction of the electronic circuitry caused by a defect of an electronic element. The investigation results appear to match the problems mentioned in the recipient's report. Furthermore, the short circuit observed whilst implanted could not be reproduced due to the device's receipt conditions. Thus, also the cause of the reported fluctuations could not be confirmed. The observed mechanical damages are likely attributable to the explantation surgery. This is a final report.

Event description:
During a routine control, it was detected that the recipient had hearing sensation while each channel was stimulated over threshold with zero level. However, the user had good access to sound with the device. The recipient has been re-implanted on (B)(6) 2017.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that the device has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. It appears that the device is in an early stage of failure. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is planned but no date for surgery has been scheduled at this time.

Event description:
During a routine control it was detected that the patient has hearing sensation while each channel was stimulated over threshold with 0 qu. The patient has good access to sound.